Manufacturer narrative:
Eval results: death.

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the pt had done well post implant and was sent home; however, the pt expired at home within 30 days from the date of implant. The exact date of death is unk and the cause of death is unk. The physician confirmed that the cause of the death was not aneurysm or device related. No add'l info was provided.